Event description:
It was reported that the customer experienced a blood glucose (bg) level of 580 mg/dl. Reportedly, the customer delivered a manual injection of insulin to address their bg level. The customer alleged that the pump stopped delivering insulin. Tandem technical support educated caller on meaning of alert. Caller was instructed to always return to pump home screen and ensure pump screen is off (dark) before putting it away to prevent accidental screen touches/incomplete alerts. The customer acknowledged and continued using the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.